Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported by the patient's husband that the pump was alarming. The patient heard ¿beeps¿. The ¿machine has stopped several time before and she had to go back to reset it¿. The ¿beeps¿ had occurred a few times; once about 4 months ago and another time about 3 weeks ago. It was right after the patient had gotten a pump refill, so the patient¿s husband didn¿t think that was causing the beeping. The last refill was (B)(6) 2014; the next alarm was supposed to be (B)(6) 2014. The pump was refilled every 3 months. The patient felt that there was ¿some kind of dysfunction in the machine¿. The pump was refilled in january, it beeped once and then it beeped two times; ¿this was like 2 weeks ago¿. The patient¿s husband knew that it would beep when it needed to be refilled but he didn¿t understand why it would beep following a refill. The patient¿s husband stated that ¿the pump is like going crazy¿. The patient was experiencing symptoms of withdrawal even though the doctor had increased the dose; this had begun 2-3 weeks ago. The patient felt the withdrawal symptoms ¿like 3 times a week not every day and once or twice a day¿. It was also reported that the pump was ¿sticking out of the patient¿s side like 2 inches sticking out of her stomach¿; it had been like this for over a year. It was also reported that the ¿clip at the end of the catheter is sticking out from her skin¿. This hurt the patient a lot. This began about 3 years ago and it was now sticking out more. The patient was seen by the physician and the physician stated that ¿it¿s okay as long as it¿s not sticking out¿. The patient¿s husband told the patient¿s physician all of the issues and concerns they had regarding the pump at the patient¿s last appointment in (B)(6) 2014. At that time the pump eri (elective replacement indicator) was 10 months. The physician told the patient¿s husband that ¿to be on the safe side we are going to have to start doing the arrangements so we can put in a new pump". The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The patient had been complaining of the catheter anchor bothering her since she had lost weight. A normal pump replacement occurred on (B)(6) 2014 at which time the pump was changed from a 40ml to a 20ml pump because the patient had lost weight. The pump was replaced due to normal end of life (eol). The catheter anchor was also revised since it had been bothering the patient. During the revision, the doctor cut off a part of the anchor and there was enough of the anchor left to attach to the fascia.